Manufacturer narrative:
The device is currently being returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" error message and failed to charge properly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing and review of the device logs confirmed the device failure to charge its internal battery. Based on previous investigations of similar complaints and all available evidence, the investigation determined that reported event was most likely due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).